Event description:
It was reported that pre-operation to an unknown procedure, it was found the trocar tip was damaged. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9dz24. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the d11lt device was received with the tip of the sleeve damaged melted. In addition, the tyvek was returned along with the instrument. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.